Event description:
It was reported by service report that the track was off the frame which will prevent engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.